Event description:
It was reported that bd syringe 50cc ll tip convenience pak had foreign matter. It was reported by customer that incoming aql inspection identified a long fibrous particle within the syringe barrel). This was later identified to be a human hair. Rcc received a complaint via email. Incoming aql inspection identified a long fibrous particle within the syringe barrel.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the 2 photos and a material analysis report submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the photos showed that a fiber like material was adhered to the syringe rubber stopper. The material analysis report shows the conclusion that the material has the characteristics of a hair. Bd determined that this type of material can be introduced during the manufacturing process. Verification of proper gowning was performed, and all associates were found to be compliant. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.